Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. However, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, 2. Field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, a type 3a endoleak with implant separation was reported. A secondary procedure was completed. The physician elected to implant another bifurcated stent graft and a suprarenal stent graft extension to treat the reported the endoleak. The patient was reported as stable post intervention. As of the date of this report, there have been no additional patient sequelae reported.